Event description:
It was reported that a cervical screw backed out after being implanted and locked in place. The implant date is unknown.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. X-rays review confirmed that screw was not fully seated with plate. Unable to determine the cause of the event.